Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was alleging the insulin pump of over delivery of insulin and experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl and 50 mg/dl. The customer was treated by tablets. Customer was unsure about auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump and reservoir will not be returned for analysis.